Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records were limited to the pt's sticker page and intraoperative report only. We have contacted the initial reporter to request additional information and to request return of the device for evaluation, if available. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2004 - the pt was implanted with a bard/davol flat mesh during an unk pelvic procedure. On (B)(6) 2006 - the pt was implanted with a non-bard/non-davol device. The attorney's report alleges permanent injury, pain and suffering. And defective mesh.